Manufacturer narrative:
A certain® 3.4mm(d) driver tip - short was returned for investigation. Visual inspection of the as returned product identified signs of wear from use, but no other signs of significant damage, or deformation. Functional testing was performed for the returned product and found that, when paired with compatible-sized instrument/implant, the returned product merged and gripped effectively. DHR review could not be completed for impdts, as the lot information was not provided. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (lack of retention) for device impdts. Therefore, based on the available information, device malfunction did not occur for any of the returned devices and the reported event was unconfirmed. A definitive root cause could not be identified; however, the probable causes can be associated to incorrect driver selection. Date received by manufacturer. Device evaluated by manufacturer.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver tool (impdts) was spinning in the implants. Implants were removed and patient was rescheduled for new implant placement. Tooth location 21.